Event description:
It is reported that the patient needs revision surgery due to loosening of an unknown zimmer knee component. It is also reported that particulate matter is present in the joint.

Manufacturer narrative:
Evaluation summary: a cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.